Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with an outdated printed circuit board (pcb) and power switch, cracked tank cover, wear and tear damaged enclosure, front cover, line cord and clock assembly. During analysis, the reported problem was able to be duplicated. It was noted that either physical damage or wear and tear damaged the micro switch and caused the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a broken microswitch. No adverse effects were reported.